Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061583) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. Consumer stated she had ongoing pain and heavy bleeding. After years of back and forth to the doctors, she ended up having a full hysterectomy on (B)(6) 2014. She requested pathology to give her the coils and they were only able to recover 1.5 of the 2 coils. Since the hysterectomy, she had not had any pain, cramps and no more visits to the doctors. She felt like a poison was removed from her body. Follow-up information received on 25-may-2016: despite follow-up attempts, no response was given to date. Quality-safety evaluation of product technical complaint (ptc) received on 08-jun-2016: global ptc number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had ongoing pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy approximately 6 years after essure insertion, and the pain resolved. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs